Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vertigo. Concurrent conditions included uterine bleeding and sinus tachycardia. Concomitant products included acetylsalicylic acid (cartia) and diltiazem. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), procedural pain ("painful post operative recovery and continuous to experience pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal, heavy menstrual bleeding"), migraine ("migraines / headaches"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, nausea, dizziness and weight increased outcome was unknown, the procedural pain had not resolved and the vaginal haemorrhage, migraine, headache, urinary tract disorder, bladder disorder, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral ostium identified, placement of bilateral essure devices with 1 coil visible. But there was a fluffy endometrium. Procedure performed without complication and patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, migraines / headaches, bladder disorder & urinary tract disorder & nausea, dizziness, dyspareunia, fatigue, weight gain, hair loss & lower abdominal pain were added. Lot number & lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vertigo. Concurrent conditions included uterine bleeding and sinus tachycardia. Concomitant products included acetylsalicylic acid (cartia) and diltiazem. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), procedural pain ("painful post operative recovery and continuous to experience pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal, heavy menstrual bleeding"), migraine ("migraines / headaches"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, nausea, dizziness and weight increased outcome was unknown, the procedural pain had not resolved and the vaginal haemorrhage, migraine, headache, urinary tract disorder, bladder disorder, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral ostium identified, placement of bilateral essure devices with 1 coil visible. But there was a fluffy endometrium. Procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical compliant. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vertigo. Concurrent conditions included uterine bleeding and sinus tachycardia. Concomitant products included acetylsalicylic acid (cartia) and diltiazem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 16 days after insertion of essure, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal, heavy menstrual bleeding"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post operative recovery and continuous to experience pain"), headache ("headaches"), dizziness ("neurological conditions or problems type: dizziness") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dizziness and weight increased outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, migraine, headache, urinary tract disorder, bladder disorder, nausea, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral ostium identified, placement of bilateral essure devices with 1 coil visible. But there was a fluffy endometrium. Procedure performed without complication and patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events- "dysmenorrhea (cramping), pain , nausea " outcome updated to "recovered / resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), menorrhagia ("abnormal, heavy menstrual bleeding"), abdominal pain lower ("cramping") and procedural pain ("painful post operative recovery and continuous to experience pain"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nausea, menorrhagia and abdominal pain lower outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, nausea and procedural pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 28-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo. Concurrent conditions included uterine bleeding and sinus tachycardia. Concomitant products included diltiazem and diltiazem hydrochloride (cartia xt). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal, heavy menstrual bleeding"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 16 days after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), procedural pain ("painful post operative recovery and continuous to experience pain"), headache ("headaches"), dizziness ("neurological conditions or problems type: dizziness") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dizziness and weight increased outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, migraine, headache, urinary tract disorder, bladder disorder, nausea, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral ostium identified, placement of bilateral essure devices with 1 coil visible. But there was a fluffy endometrium. Procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received. Reporter information added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 28-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo. Concurrent conditions included uterine bleeding and sinus tachycardia. Concomitant products included diltiazem and diltiazem hydrochloride (cartia xt). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), heavy menstrual bleeding ("abnormal, heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 16 days after insertion of essure. On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("painful post operative recovery and continuous to experience pain"), headache ("headaches") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, dizziness and weight increased outcome was unknown, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, headache, migraine, urinary tract disorder, bladder disorder, nausea, fatigue and alopecia had resolved and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral ostium identified, placement of bilateral essure devices with 1 coil visible. But there was a fluffy endometrium. Procedure performed without complication and patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: 50512932 manufacture date: 2010-06 expiration date: 2013-06 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.